Event description:
It was reported that during a da vinci benign hysterectomy surgical procedure, it was noted that the blade of the harmonic ace curved shears insert broke off. The blade was retrieved from the patient. The planned surgical procedure was completed. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the harmonic insert blade had broken off. The insert blade that broke off was not returned with the instrument. The broken damage may have been likely due to mishandling/misuse. No other damage was found. 80 - the da vinci harmonic ace curved shears instructions for use specifically states: general precautions and warnings avoid contact with any and all metal or plastic instruments or objects when the device is activated. Contact with staples, clips, or other instruments while the device is activated may result in cracked or broken blades, which may be identified by a generator solid tone or an instrument error. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. On (B)(4) 2014, intuitive surgical, inc. (Isi) contacted the da vinci coordinator of this complaint. The da vinci coordinator indicated that during the benign hysterectomy procedure, the blade had broken off. The broken instrument piece was retrieved with the cobra grasper. The fragment was removed laparoscopically and the procedure was completed with an instrument of the same type. There was no harm or injury to the patient. No x-rays were taken and the event was not recorded.